Manufacturer narrative:
Product analysis: model#: 24950llq, serial/lot#: (B)(4): the remote monitor was returned, and analysis revealed that there was no complaint failure found; found error codes I(B)(4) n failure analysis (fa) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The remote monitor was returned and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was overheating and was hot to the touch. No troubleshooting taken. The patient was advised that the remote monitor was known to get warm. However, with the remote monitor overheating, it will need to be replaced. No patient complications have been reported as a result of this event.